Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 2.4a. Pump received with cracked battery tube threads, cracked belt clip lot and cracked reservoir tube lip. Pump passed the displacement. The test p-cap/reservoir does lock into place.